Manufacturer narrative:
.

Event description:
The customer reported that the monitor in the operating theatre rebooted simultaneously in the middle of a case. There was no monitoring and the anesthetist lost vital signs during reboot time. About 20 monitors (mx400 and mx550) in this department reboot simultaneously 1-2 times a month. Although there was no adverse impact, we will report this case as it poses a potential health risk including the possibility of serious injury or death involving the patient as these monitors are used as the primary form of patient monitoring in the operating theatres.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor in the operating theatre rebooted simultaneously in the middle of a case. There was no monitoring and the anesthetist lost vital signs during reboot time. About 20 monitors (mx400 and mx550) in this department reboot simultaneously 1-2 times a month. Although there was no adverse impact, we will report this case as it poses a potential health risk including the possibility of serious injury or death involving the patient as these monitors are used as the primary form of patient monitoring in the operating theatres.